Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient came into the emergency room at (B)(6) with hip pain. The surgeon was assigned the consultation and the xrays revealed the patients' acetabular cup was loose. The only information he had was that a (B)(6) at (B)(6) hospital replaced this patients hip in 2013. Surgeon revised this patients hip by explanting the pinnacle liner, sector cup, acetabular screw, hole eliminator, and femoral hip ball. A new acetabular cup and liner were implanted with 3 screws and a new femoral hip ball was implanted. The patients' femoral stem which was a depuy aml stem was left in situ. Doi: 2013; dor: (B)(6) 2020; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative:  corrected: h6 (device).